Event description:
On august 15, 2025, the user reported difficulty connecting the connector during a supply change. A customer service agent instructed the user on correct orientation via video call, after which the user successfully attached the connector and resumed insulin delivery. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.